Event description:
Spacelabs received a report that a portable monitor went blank during a procedure.

Manufacturer narrative:
Eval of the incident device confirmed the device would not power on. The problem was identified as a faulty main cpu pcba. The faulty pcba was replaced and the module worked per specifications. Review of available data does not indicate that this failure is part of a trend. We consider this failure to be an isolated event with no further corrective action or investigation needed. We have concluded that no further action is required and consider this issue closed.